Manufacturer narrative:
Analysis of programming history. In addition, review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Other: analysis of programming history confirmed the increase in eos projection. Furthermore, the review of the demipulse design history file (firmware and software detailed design) and design master record determined that an incorrect algorithm used by the model 250 programming system was in use. Other: the root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.

Event description:
A vns patient was seen in clinic (B)(6)2010. Their eos projection displaying on their generator was 5.2 years and system diagnostics test was ok, with lead impedance 1626 ohms. The patient was previously seen (B)(6)2010 and eos projection was 4 months. Prior to that, projection on (B)(6)2009 was 11 months. There have not been any settings changes previously that would have contributed to the change in projection. The alleged battery life projection increase was confirmed via programming history review. Review of history also showed that the generator was not yet at eos (2.0 v) and expected to be delivering the programmed therapy. As part of the investigation into this issue, review of the demipulse design history file (firmware and software detailed design) and design master record was performed and determined there is a discrepancy in the end of service longevity calculation projection. Investigation determined that model 250 programming system software was identified to be a contributing factor to inaccurate eos calculation. Eos projection on generator addressed in medwatch report number: 1644487-2010-01168.